Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported power source issue. Unit will not power on if battery is not connected. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 27jun2019, date of report : 23jul2019. The manufacturer¿s technical services confirmed the reported issue. The customer was provided with the part number for the power management printed circuit board assembly. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned to fi. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.